Manufacturer narrative:
Investigation summary: one 20039e sample from lot 19096540 was received for investigation with opened packaging; some residual fluid was present within the line. No connecting product was received to assist the investigation. A visual inspection of the sample did not identify any signs of damage or manufacturing defect which may have caused the customer's experience. The sample was subjected to functional testing by connecting it to a plastipak syringe from retained bd stock and flushing water through; no occlusions or similar issues were replicated during testing. Furthermore, pressured water was applied from the male luer component using a three-way tap from bd stock; no leakage or issues were identified during pressure testing. Root cause description: DHR: pr product: 373555, lot: 20039e, qty: (B)(4), qn: none, mf date: 24-09-2020.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/occluded/blocked. The following information was provided by the initial reporter: can't priming, change another smartsite become normal. During use.